Manufacturer narrative:
H6-final analysis found that the device was in eol mode with the output amplitude out of tolerance due to a discrepant integrated circuit.

Event description:
Information received regarding the device notes that when the patient was seen during a routine check, the pulse generator wa s pacing in the ventricle at 80 ppm. When magnet was applied, the rate increased to 100 ppm. Leadd impedance was then measured at <300 ohms and the device had gone into eol behavior. Attempts to program out of ddd mode to v vi mode were unsuccessful.~